Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported in medwatch report (B)(4): left hip periprosthetic joint infection: sequence of events as follows: elderly male with failure of his left tha due to aseptic loosening of the acetabular component with severe protrusio deformity. Preoperative infection workup was negative. Patient continued to have significant pain and functional limitations. He was offered revision tha. A few months ago, pre-op diagnosis: failed left tha due to aseptic loosening of acetabular component with protrusio deformity. Procedure performed: revision left tha, acetabular component only, +modifier 22. Additional 22 modifier added due to increased complexity related to severe scarring around the hip and the protrusio deformity of the acetabular component which made explantation of his previous component quite difficult. These combined issues increases operative time by greater than 50%. Findings: failed left tha due to aseptic loosening of the acetabular component with no evidence of bony ingrowth to the shell. There was substantial protrusio deformity of acetabular component through the medial wall. The intact introitus of the acetabulum made explantation difficult due to bone blocking explantation of the component. The component was ultimately able to be removed. The anterior and posterior columns remained intact indicating the the hip was suitable for hemispheric cup reconstruction. The stem was stable and retained.